Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: (01)04953170358241 (di only). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter contact: unknown. E1: initial reporter address: korea. E1: initial reporter telephone number: unknown. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown. 1. Since the actual sample was not returned, investigation of it could not be performed. 2. History investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report from other facilities was found in the past. 3. Cause of occurrence/conclusion. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guide wire was cut. There was no effect on the patient. It is unknown whether the procedure was completed or not. There was no delay in procedure. The product was inspected before the procedure and there was no abnormality. It was confirmed that the cut piece was retrieved, suggesting medical or surgical procedures may have been performed. The procedure outcome was not reported. The patient was not harmed.